Event description:
It was reported while using a safire blu duo catheter, during an atrial fibrillation ablation procedure, a cardiac tamponade occurred. The physician isolated the left superior pulmonary vein and left inferior pulmonary vein. Upon ablation of the septal portion of the right superior pulmonary vein, the pt became hypotensive with a blood pressure of 50/30. The physician performed a transesophageal echo and noted a pericardial effusion. A pericardiocentesis was performed and the pts' blood pressure returned to normal. The procedure was terminated. The pt's permanent pacemaker was set to a rate of 70 beats per min. The pt's current status is listed as stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from the review, a supplemental medwatch will be filed.